Event description:
The pt's pump and proximal portion of the catheter were removed due to infection. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.